Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.